Manufacturer narrative:
The reported issue was confirmed manufacturing supplier related. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided during inspection of the unit, it was confirmed that there was discoloring on the neutral side connection between the power inlet module and the main ac power circuit card. Photo samples confirm the issue. Power inlet module and ac main voltage circuit card were replaced. Flowmeter preventatively replaced due to a nick found in the outer wire jacket near the entry to the top of the flowmeter. Mixing pump motor was replaced due to one of the three screw mounts found broken off of the motor. Replacement of the double bend tube due to expansion found during repairs. The device underwent pm servicing while in for repair. Flow meter was replaced. Mixing pump motor was replaced. Double bend tube was replaced. Serviced circulation pump and mixing pump, replaced heater, and replaced both manifold o-rings and drain valves. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required and the labeling review is not required because labeling could not have prevented this issue. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated when they turned on the arctic sun device, they got a smell of something burning inside and when opened the cover they noticed that the spade connectors that go from the power cord inlet module to the ac mains circuit board were discolored and show signs of possible melting. Biomed would like to send it in for service. Per sample evaluation results received on 09feb2023, it was reported that the flowmeter preventatively replaced due to a nick found in the outer wire jacket near the entry to the top of the flowmeter. It was stated that the mixing pump motor was replaced due to one of the three screw mounts found broken off of the motor. It was also stated that replaced the double bend tube due to expansion found during repairs.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biomed stated when they turned on the arctic sun device, they got a smell of something burning inside and when opened the cover they noticed that the spade connectors that go from the power cord inlet module to the ac mains circuit board were discolored and show signs of possible melting. Biomed would like to send it in for service.